Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they couldn't turn their stimulation on and the issue began a few days ago. During the call patient confirmed the green and blue lights were on the communicator. Patient was able to turn their therapy on but patient was not feeling any stimulation even after increasing stimulation. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Agent provided nas phone number. Hcp was dr. (B)(6).